Event description:
On (B) (6) 2010, the patient reported that about 6-7 months ago she had issues with erratic blood glucose readings with her normal range being in the 100's mg/dl. She stated she worked with her doctor and diabetes educator who could not determine a pattern or why her readings were fluctuating. She stated her readings ranged from the 300's mg/dl or lower (no more specific values were provided). She said they changed her basal rates and bolus amounts and her readings have returned to her normal range. She stated she changes her infusion headset and tubing every 4-5 days. She was advised to change her headset every 3 days. The infusion device was replaced and requested to be returned for evaluation.